Event description:
It was reported that the lead showed intermittent low out of range high voltage lead impedance. Isometrics, arm positioning, and pocket manipulation were unable to reproduce the out of range impedance. The lead will continue to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.